Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer was a new tandem pump user and the settings used in a previous pump had been entered. Customer was unsure if the correction factor and carbohydrate ratio settings were appropriate. Food was consumed to treat the low bg levels. Reportedly, the customer consulted with the clinical diabetes specialist for additional training.